Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to capsule break. Another model lens was implanted in the anterior chamber as a replacement. No other information available.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic and a piece of the optic torn off and missing. The other haptic is bent. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.